Manufacturer narrative:
It was observed that the actual product reported was not returned for evaluation; however, the customer sent back sealed product from the same reported model and lot number. Examination of the sealed unit revealed that all of the bonded and connected connections were found to be intact.

Event description:
It was reported that the vamp arterial line disconnected during use. Reportedly, the alarms went off and blood was observed to be pumping out of the bed. No further info was provided.